Manufacturer narrative:
Additional information will be provided within 30 days of receipt.

Event description:
During a stent placement in the left internal carotid artery, the product (precise) was advanced to the lesion; however, the stent was partially deployed before reaching the target lesion. Therefore, the physician decided to deploy the stent at the site, and one more stent (precise, 9x40mm/cat and lot: unknown) was overlapped to fully cover the lesion, and the procedure was successfully completed. The vessel had moderate calcification, moderate tortuousity and 99% stenosis. The product was clinically used without any adverse consequence to the patient (male, age: unknown). The products will not be returned.